Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided for reporting. This report is for (band-aid kizu power pad large ap 37131786). Lot number is not available. Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA 381371175338). (B)(4), lot number = ni. Device is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1 CT USA 381371175338). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Consumer reported that, after using band aid for the scratches on the knee, a wound was resolved, but the skin turned whitish with small brown spots. Additionally, the consumer sought medical intervention for the treatment.